Event description:
It was reported that the 8110 syringe module was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn(B)(6) was performed from date of manufacture 03/23/2015 to present date 10/05/2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/23/2015 to present date (B)(6) 2020 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the 8110 syringe module was broken/damaged. There was no patient involvement.